Event description:
It was reported that a patient underwent a ventral septal defect repair procedure on (B)(6) 2009. The device was placed in the patient after the surgery and it functioned as intended for five days. The nurse milked the drain with an alcohol soaked cotton once every one to two hours. The drain broke at the connection area with the adaptor. The drain was reconnected to the adaptor with no adverse patient consequences.

Manufacturer narrative:
(B)(4). (B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.